Event description:
Caller reported blood glucose results from the same vial of strips of 47 mg/dl on aviva combo system, 77 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The incident occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.